Manufacturer narrative:
Please note that the following sections are being corrected on this follow-up #1 report: 510(k) #.

Manufacturer narrative:
Results: there was no visible damage to the penumbra system ace 68 reperfusion catheter (ace68) or the penumbra system max 3 reperfusion catheter (3maxc). The returned non-penumbra balloon catheter (flowgate) was kinked twice on its proximal end. Conclusions: evaluation of the returned ace68 revealed an undamaged device. Further evaluation revealed proximal kinks on the non-penumbra balloon catheter which likely occurred after the procedure based on the description of the event and observations made during the investigation. The damaged portion of the non-penumbra balloon catheter was removed in order to advance the ace68 through the remaining undamaged portion. The ace68 could only advance approximately halfway through the non-penumbra device before becoming stuck. This indicates this non-penumbra balloon catheter may not be compatible with the ace68. Since penumbra cannot control for non-penumbra device tolerances or manufacturing variations, the incompatibility could not be confirmed. A 3maxc was returned undamaged and was not cited in the complaint. The non-penumbra balloon catheter and non-penumbra guidewire were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute ischemic stroke using a penumbra system ace 68 hi-flow kit (kit). During the procedure, the physician felt resistance and was unable to advance a penumbra system ace 68 reperfusion catheter (ace68) through the proximal portion of a non-penumbra catheter; therefore, the ace68 was removed. The procedure was completed using a penumbra system ace 64 reperfusion catheter (ace64), a penumbra system max 3 reperfusion catheter (3maxc) and the same catheter. There was no report of an adverse effect to the patient.